Event description:
The ventilator stopped cycling and alarmed low expired minute voume. There was no patient injury. The ventilator was removed from the patient and sent to the biomed department. The biomed operated the ventilator for 3 days and could not duplicate the reported problem. The biomed will continue the investigation.